Manufacturer narrative:
Patient information, no information was provided with complaint.

Event description:
Per complaint (B)(4), during a clinical procedure, components could not be separated resulting in implant removal. Per the complaint, the fixture mount cold-welded to the implant.

Manufacturer narrative:
Follow-up submitted to correct date of event from (B)(6) 2020 to (B)(6) 2019.